Manufacturer narrative:
Plant investigation: a complaint sample was received by the manufacturer for physical evaluation. The deformed sleeve was easily removed from the pin. The pin showed signs of debris and wear. The rotor¿s three other roller guide pins had debris. The sleeves were not loose on those pins. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The reported issue could not be confirmed as the it could be not duplicated during testing with the returned sample. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine when the pins on the blood pump rotor tubing guide came off and the blood pump rotor pinched and cut the tubing of the fresenius bloodlines. The reported issue occurred at the beginning of treatment. The staff noticed a loud clicking noise coming from the machine. The staff then noticed blood was leaking from the area where the blood tubing wraps around the blood pump rotor. There were no machine alarms. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly 10 ml or less. It was confirmed the patient did not experience any adverse effects, and no medical intervention was required. The biomed said they swapped out the machine¿s blood pump rotor and the patient was able to complete their treatment on the same machine with new supplies. Following the event, the biomed inspected the blood pump rotor that was removed and discovered that the back plastic guide on the part came loose and wore down to the point where it became ¿cone-like." At first the biomed wasn¿t sure if the rotor came that way or if it was worn out that way. The used rotor was compared to a brand new one and the difference between the two was obvious. The biomed determined the blood pump rotor caused the blood leak. The biomed stated the blood pump rotor was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine when the pins on the blood pump rotor tubing guide came off and the blood pump rotor pinched and cut the tubing of the fresenius bloodlines. The reported issue occurred at the beginning of treatment. The staff noticed a loud clicking noise coming from the machine. The staff then noticed blood was leaking from the area where the blood tubing wraps around the blood pump rotor. There were no machine alarms. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was reportedly 10 ml or less. It was confirmed the patient did not experience any adverse effects, and no medical intervention was required. The biomed said they swapped out the machine¿s blood pump rotor and the patient was able to complete their treatment on the same machine with new supplies. Following the event, the biomed inspected the blood pump rotor that was removed and discovered that the back plastic guide on the part came loose and wore down to the point where it became ¿cone-like." At first the biomed wasn¿t sure if the rotor came that way or if it was worn out that way. The used rotor was compared to a brand new one and the difference between the two was obvious. The biomed determined the blood pump rotor caused the blood leak. The biomed stated the blood pump rotor was returned to the manufacturer for physical evaluation.